Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the right ventricular lead under cinefluoroscopy during a follow-up in clinic. The lead was pacing properly and will continue to be monitored.

Event description:
Additional information received indicated that the patient was doing fine before and after the event and will continue to be monitored with follow-ups.